Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 4 year, 3 month implant duration due to mitral insufficiency and incomplete coaptation.